Event description:
MFR received a report from an attorney stating that the leg of a shower chair bent during use and resulted in the user falling. This allegedly resulted in torn ligaments. Evaluation by the MFR has not been permitted.